Event description:
Nurse testing herself on customer's advantage system reported blood glucose results of 296 mg/dl on the advantage system and 126 mg/dl within 10 minutes on a professional system. Caller reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.